Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the active system. (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: lo (less than 9 mg/dl) (aviva) and 104 mg/dl (active). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.